Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas c 513 analyzer. The initial result was 57.9 mmol/mol, and the repeated result was 50.4 mmol/mol. It is unknown if both tests were performed on the same day.

Manufacturer narrative:
It was noted by the customer that the issue is consistent with a longer sample age (standing longer due to increased customer workflow). The issue is consistent with inappropriate sample handling. The investigation did not identify a product problem.